Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery drug eluting stenting treatment procedure, stent under expansion occurred. Two target lesions were treated at the index procedure. The first lesion was 95% stenosed and 7mm long and located in the distal left circumflex artery (lcx) with a reference vessel diameter of 2.75mm. It was treated with predilation and placement of a 2.75x28mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. The second lesion was 90% stenosed and 10mm long and was located in the distal right coronary artery (rca) with a reference vessel diameter of 2.75mm. It was treated with direct stent placement of a 2.75x16mm taxus liberte stent followed by post dilation using a 3.25mm high pressure balloon resulting in 0% residual stenosis. However, post placement intravascular ultrasound (ivus) showed stent under expansion in the region of the stenosis which required additional high pressure post dilation with a 3.75x15mm high pressure non-compliant balloon. Final ivus showed improvement in the appearance of the stent with optimal results. The vessel was 100% patent with normal flow throughout. The patient was discharged 2 days later on aspirin and prasugrel.

Event description:
(B)(4). It was reported that during a coronary artery drug eluting stenting treatment procedure, stent under expansion occurred. Two target lesions were treated at the index procedure. The first lesion was 95% stenosed and 7mm long and located in the distal left circumflex artery (lcx) with a reference vessel diameter of 2.75mm. It was treated with predilation and placement of a 2.75x28mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. The second lesion was 90% stenosed and 10mm long and was located in the distal right coronary artery (rca) with a reference vessel diameter of 2.75mm. It was treated with direct stent placement of a 2.75x16mm taxus liberte stent followed by post dilation using a 3.25mm high pressure balloon resulting in 0% residual stenosis. However, post placement intravascular ultrasound (ivus) showed stent under expansion in the region of the stenosis which required additional high pressure post dilation with a 3.75x15mm high pressure non-compliant balloon. Final ivus showed improvement in the appearance of the stent with optimal results. The vessel was 100% patent with normal flow throughout. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).